Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, a small tear was observed at the tip of the watchman delivery system sheath during device exchange with a pigtail catheter to achieve improved sheath positioning. Upon closer inspection, the distal tip appeared sharp. The physician requested a new closure device due to concern about potential trauma to the laa. There were no patient complications.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, a small tear was observed at the tip of the watchman delivery system sheath during device exchange with a pigtail catheter to achieve improved sheath positioning. Upon closer inspection, the distal tip appeared sharp. The physician requested a new closure device due to concern about potential trauma to the laa. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc complaint investigation site (cis) member. The media depicts tip damage confirming the reported event. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037064233. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the event of tip damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.